Manufacturer narrative:
Quality assurance product analysis received and examined the returned jetstream xc-2.4 catheter. Visual examination confirmed that the grand slam guide wire was stuck inside the catheter. The remainder of the catheter appeared to be in good overall condition. The device was not able to be activated due to the guidewire being stuck inside. Further examination of the guidewire lumen revealed that the proximal cap and center section were plugged with teflon. Product analysis concluded that the guide wire lost coating and occluded the distal end of the catheter which would have caused the site to lose tractability of the guide wire.

Event description:
The site reported the following: after completion of atherectomy of entire superficial femoral artery (sfa), the device stuck on the grand slam wire and would not rex out of off wire. The doctor had to remove jetstream with wire. He was able to re-wire the sfa and the artery was good. No adverse event was reported.